Event description:
It was reported by service report that the left siderail would not stay in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - frayed side rail assist cable.